Event description:
During patient treatment with the 3100b, operators reported the driver was noiser than normal, then the driver just stopped and could not be restarted. The patient was placed on a conventional ventilator without compromise.